Event description:
It was reported by the sales consultant, during a revision surgery on (B)(6) 2013, locking screws were removed as they were broken. No further information available. This report is for unknown locking screws. This is 1 of 1 devices for this event reported on (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
Additional information provided by (B)(4) (questionnaire received on (B)(4) 2013 from hospital). The reason for the revision was for the removal of unknown broken dls screws. They were removed and replaced. The procedure was successfully completed. This report is for 4 unknown locking screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant unknown. Without a lot number the device history records (DHR) review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional narrative: quantity of screws was not previously reported.